Manufacturer narrative:
Concomitant medical products: scs lead: model unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the implant procedure (italy), the physician was unable to insert the lead inside the header due to an obstruction. Consequently, the physician attempted to open the setscrew without success. As a result, the physician opted to proceed with a trial procedure instead which resolved the issue. There was no patient consequences due to the event.